Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analyst noted that the catheter was spirally slit, with the control wire snagged at approximately 5 cm from the hub, indicating a technique issue. The catheter was slit along its entire length and was kinked. Catheter was damaged at implant.

Event description:
It was reported that the physician was unhappy with the slitting procedure and the catheter performance. No patient complications have been reported as a result of this event.